Manufacturer narrative:
The clinical user at the hospital provided ECG strips. The philips clinical product specialist (cas) and the philips reasearch & development (r&d) product specialist reviewed the ECG strips. It was confirmed yellow visual and audible alarms were generated. However, the clinical user expected red v-tach alarms instead of yellow alarms. Per the r&d clinical product specialist according to the alarm definition, the strip provided only meets the criteria for pvcs high- not non-sustained vtach. The second strip provided also does not meet the criteria for vt, it is too slow. The pacer not pacing alarm is due to the m beat label in the strip. The cas emailed the clinical user the results of the ECG strip review and requested additional information including the clinical audit logs. No response was received from the clinical user. The cas sent a few follow-up emails, still no response. Coworkers stated the clinical user is prn (pro re nata) and on the weekends. The following fields were corrected: b3 date of event. D1 brand name. D2a common device name. D4 model #, catalog #, serial #, and UDI #. G4 510k. H4 manufacture date.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the alarms are not alarming when they should be. The monitor tech claims yellow visual and audible alarms were generated; however, the clinical user expected red v-tach alarms instead of yellow alarms. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A clinical support specialist assisted the customer remotely. The specialist gave instructions on how to view the vtach rate and run rate->120 bpm and run > 4 pvcs and explained both criteria have to be violated for the monitor to generate a red vtach alarm. The monitor tech did not have to troubleshoot further, she will have their lead and biomed follow up on this case.